Event description:
A customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position properly while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The philips field service engineer performed a system inspection and, as a correction, replaced the rear bushing locking pin housing to resolve the issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.